Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with abdominal aortic and common iliac aneurysms that were treated with gore® excluder® aaa and gore® excluder® iliac branch endoprostheses. After the iliac branch component ((B)(4)) was deployed, a 12f cook flexor sheath was advanced through a gore® dryseal sheath (dsl1828) from the right side. After successful cannulation of the internal iliac artery (iia), the internal iliac component ((B)(4)) was advanced over an amplatz super stiff guidewire. It was stated that it was not possible to reach the ostium of the iia and a lot of resistance was reported within the sheath. Additionally it was stated that the sheath moved back and that another unsuccessful attempt to advance the device was made. It was decided to remove the sheath and the device out of the patient and it was realized that the device deployed within the sheath. Since it was not possible to cannulate the contralateral leg of the (B)(4), it was decided to complete the procedure by using a second main trunk within the trunk-ipsilateral leg endoprosthesis to create an aorto-uni-iliac system in combination with a fem-fem bypass. The patient tolerated the procedure.

Manufacturer narrative:
Evaluation summary: the device has been returned to gore for evaluation. The investigation showed the following: the leading end of the device was broken inside the introducer sheath. The device had deployed inside of the introducer sheath because the deployment line had pulled out of the corset sleeve when the trailing end of the catheter was pulled away from the leading end. The delivery catheter had broken at the trailing olive. The catheter shaft of the delivery catheter was not returned for evaluation. The findings from the evaluation are consistent with the physician¿s observations. The cause for the device deployment inside of the introducer sheath is the leading end of the catheter breaking at the trailing olive. The root cause for the catheter breakage could not be determined with the available information. The gore® excluder® iliac branch endoprosthesis instructions for use (IFU) states: ¿do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.¿

Manufacturer narrative:
Adverse event or product problem: changed from product problem to adverse event.